Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information via the patient remote monitoring system that this right ventricular (rv) lead exhibited high out-of-range (oor) pacing lead impedance (pli). Additional information was received from the field representative that they suspected that the lead was fractured but it was not conclusively determined. The lead was tested on pacing system analyzer (psa) and device and both showed high pacing impedance, very low r-wave and no capture. A lead revision was performed. The rv lead was capped and was replaced. No additional adverse patient effects were reported.